Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Missing off and on knob and relief knob. The tidal volume knob was out of specification. Front panel was bowed/bent. The technician performed functional testing for all air mix specs. The reported issue was confirmed. Results measured were out of specification showing only one reading for all measured beats per minute (bpm) on air mix. The root causse of the reported issue was found to be damaged oring on the poppet seat. The technician replaced oring.

Event description:
It was reported while performing preventative maintenance (pm) and not passing heme oxygenase-2 (ho2) knob, the device it did not work on the 50%/ title volume. Knob didn't line up properly at 200 milliliter (ml) and it was further off the higher you go, no patient injury was reported.